Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist (ess). An olympus endoscopic support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing practices. The customer declined the ess visit.

Manufacturer narrative:
As part of our investigation, on september 20, 2018, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess noted the following reprocessing deviations: brushing was not performed with the scope completely submerged inside the water but slightly out; however, the reprocessing technician later corrected this. The ess reported that the facility¿s reprocessing technician stated that the site will sometimes put the olympus suction cleaning adaptors in rapicide to soak or just throw them inside the medivators aer. The ess noted that when inquiring about an air/water channel cleaning adaptor the facility had a limited supply as none were available; therefore, the ess was unable to demonstrate how it is use at pre-cleaning. The reprocessing staff was not using gloves when handling the scope. The facility dried the scopes by connecting hookups to either compressed or medical grade air. It was also noted that the staff used the scope buddy and the medivators dsd aer. The ess recommended that the facility perform reprocessing in accordance with the manufacturer¿s reprocessing manual. A review of the instrument¿s history was performed and found the scope was returned for service/repair on december 1, 2017 due to a reported leak. The service records note a leak at the biopsy channel and severe damage to the bending section cover glue. The scope underwent a significant repair and was returned to the customer. The scope was not returned to olympus for evaluation. The cause of the reported event cannot be conclusively determined; however, improper reprocessing cannot be ruled out as a contributory factor. The gif-h180j instruction manual warns users"after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance."

Event description:
Olympus was informed that the scope was reprocessed multiple times and each time cultured positive for an unspecified microorganism. The site utilizes a medivators dsd aer for reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and independent laboratory results. The scope was sent to an independent laboratory for microbial testing. The scope's auxiliary channel, air/water and instrument / suction channels were cultured and tested positive for the following microorganisms: staphylococcus haemolyticus and micrococcus luteus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the returned gif-hq190 gastrointestinal scope and found no signs of foreign material/substance/stain inside the biopsy channel, biopsy port, suction port/channel insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue when inspected with an olympus boroscope and telescope test equipment. In addition, multiple kinks on the instrument channel from the biopsy port entry side were observed. The instrument channel was inspected and discovered tear marks on the wall of the channel from the bending section side. The suction channel was checked from the control body side and the scope connector side; did not find any signs of damages inside the channel. Additionally, the image was inspected and the image of the scope is normal. The scope did not pass the leak test due to the tear marks inside the channel. Based on the investigation findings, the cause of the reported event could not be determined as there was no foreign material observed that would have contributed to the positive culture.